Manufacturer narrative:
Product event summary: seven image files were returned and analyzed. Four of the images showed the whole sphere red on the catheter. Three of the images showed the mapped heart. In conclusion, the reported steam pop occurred during the procedure and was not confirmed during image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter for cardiac ablation, a temperature or level output issue occurred, and a steam pop was felt, heard, and seen on intracardiac echocardiography (ice) while ablating the cavo tricuspid isthmus (cti) with radiofrequency. Artifact was visible on the electrograms (egms) at the time of the event, but no impedance changes were observed. The ablations were able to continue in the cti with no further issues. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012869652 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping test. Both the tests passed successfully. An optical inspection of the lattice structure was conducted, revealing insulation damage at d4. The catheter was connected to the final functional tester for an impedance and thermocouple tests. The impedance test passed, but the thermocouple test failed at d4. The uson tester was used on the catheter to check for flow. The occlusion test passed. The catheter connected to the test capital equipment. It showed temperature sensor fault at d4. In conclusion, the reported steam pop issue was not observed during testing. The catheter failed the returned product inspection due to insulation damage at d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.